Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted an alarm to replace battery and when they removed the old battery it had "exploded" in the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the casing condition (moisture ingress) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. The battery cap is unable to fully tighten. The battery cap threads damaged. A power loss was not observed. Battery compartment cracks were observed. The battery compartment threads damaged. Moisture contamination observed inside battery compartment and on underside of battery cap. A leak test shows leak at battery compartment crack. Removed pump case and there was no evidence of additional moisture contamination or loose components inside pump.